Event description:
The customer reported the system fast stop activating when using high ma setting. This error log may cause the system to shutdown. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was repaired during the service call. The system was tested and found to be working as intended and put back into service.